Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photograph shows a package of aluminum foil with the product code sxpp1a403, batch number rlmpss. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the exposure time of the suture? Was the suture package opened and used right away per the IFU? -yes. Did the surgeon attempt to tie a knot with suture? - no. What other instruments were used during the procedure? - needle holder. What layer of tissue was being used or closed? - unk.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2022 and a barbed suture was used. During the procedure, the suture broke when suturing. Changed to another one to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to product code sxpp1a403 was received for evaluation, in order to evaluate the conditions of the returned sample, the suture was to be damaged at the surface, and body fluids. The barbs were to be damaged at the tips, deformation, and any missing. In addition, the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. The product code sxpp1a403 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed.as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.